Event description:
It was reported that approximately 11 months post-implant of a bifurcated device and an infrarenal aortic extension, a routine computed tomography scan revealed a distal endoleak. Reportedly, the endoleak was noted to be apparently coming from the back side of the bifurcate area. However, the physician is not certain of the endoleak type, or location. The physician is monitoring the patient, and will bring the patient back to treat the endoleak.

Event description:
It was reported that approximately 11 months post-implant of a bifurcated device and an infrarenal aortic extension, a routine computed tomography scan revealed a small distal endoleak. Reportedly, the endoleak was noted to be apparently coming from the back side of the bifurcate area, and heavy calcification of the left limb, near the aortic bifurcation, was noted. The physician was not certain of the endoleak type, or location, and indicated the aneurysm had been continued to grow. The patient was brought back, and balloon angioplasty of the calcified area was performed; a competitor stent was implanted in the left limb to address the disease. Additionally, the initially implanted bifurcated device was relined, placing a second bifurcated device. Final angiogram showed the endoleak resolved. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative. The clinical review suggested that the reported events might have been affected by the small lumbar artery that was unable to be coiled pre-index. There was also evidence of endoleak type ii and endoleak type iii. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak could not be determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.